Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission found recorded false high ventricular rate episodes. The episodes were caused by over-sensed noise exhibited by the right ventricular lead. No interventions or patient symptoms were reported.